Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Without a sample, the exact root cause cannot be determined. The likely root cause may be related to corrective and preventative action (CAPA) investigations. CAPA investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. The device history record was unable to be reviewed since a valid lot number was not identified. Nonconformance report (ncr) and capas have been noted for this issue in the past 12 months.

Event description:
The user facility reported that the two angio-seal parts that should assemble together did not connect. This happened during the placement after an intervention in the operating room. The customer did not report any patient harm or involvement. Additional information was received on 24jul2023: the two parts assemble properly, however, do not make a metallic noise. We feel the click of securing the dilator into the sheath however, there is no metallic click in this insertion as the nurse expected. The device was not used on the patient since this happened during the preparation by the nurse.

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3: patient sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d4: lot number: requested, unknown d4: expiration date: unknown due to unknown lot number d4: UDI: unknown due to unknown lot number d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e1: phone number: requested, not provided e3: occupation: deputy icus h4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.